Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was an atrial lead warning triggered on the right atrial (ra) lead due to low lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.